Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the balloon catheter tip separated. The detached tip was found on the guide wire and was removed with the guide wire. Reportedly no pt injury occurred.